Event description:
It was observed during the device inspection that subject device had a detached distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due to stress. However, the most probable cause of the failures could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the adverse events reported. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.